Manufacturer narrative:
Isi has requested the permanent cautery hook instrument involved with this complaint be returned but it has not been received yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. No image or video was available for review. A review of the instrument logs for the permanent cautery hook (part number 470183-14/lot number n10181024 0040) associated with this event has been performed. Per the review, the permanent cautery hook instrument was last used in a procedure on 20-sept-2022 on system sk4697. The alleged instrument had 6 uses remaining after the last procedural use. This complaint is considered a reportable malfunction and adverse event due to the following conclusion: it was alleged that the permanent cautery hook instrument broke and a fragment fell into the patient during procedure. At this time it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the yellow plastic piece of the permanent cautery hook instrument broke off. The customer asked if it is radiolucent or radiopaque. An intuitive surgical, inc. (Isi) technical support engineer (tse) sent the screenshot showing that it looks like the yellow plastic piece is radiopaque. The customer wanted to know how to retrieve the piece and the tse stated it would be up to the surgeon. The procedure was completed with no reported injury. The permanent cautery hook (pch) is intended to be used with the da vinci system for precise dissection and division of tissue with monopolar cautery. The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). Isi followed up with the initial reporter and obtained the following additional information on (B)(6) 2022: a fragment fell into the patient. Isi attempted to obtain additional information via follow-up. However, no further details have been received as of the date of this report.